Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32979. It was reported during a lead replacement procedure on (B)(6) 2020 (related manufacturer reference numbers: 1627487-2020-31022, 1627487-2020-32570, 1627487-2020-32571) that a fragment of the now-explanted right t12 lead remains inside the patient. Surgical intervention may be undertaken to address the issue.